Event description:
It was reported that towards the end of an atrial fibrillation (afib) case, the patient's blood pressure dropped. X-ray confirmed a pericardial effusion. A pericardiocentesis was performed. Additional information was requested, but no response has been received.

Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. The device history record was reviewed; the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # unknown; coolflow pump model# m-5491-02, serial # unknown; lasso model # unknown, lot# unknown (customer disposed of); webster 4 pole model # unknown, lot# unknown (customer disposed of). (B)(4).